Event description:
The customer reported that the system had a split image on the left monitor during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo pin connector and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.